Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprostheses. Aneurysm enlargement was noted nine months later. A reintervention is being planned.